Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt stated that his insulin infusion device was leaking insulin. The pt stated that the problem began two days prior to reporting the issue. The pt stated that his blood glucose levels rose to 600 mg/dl and he was tired and extremely thirsty. His target blood glucose is 200 mg/dl. The pt changed his insulin cartridge and found that it had been leaking. After the pt cleaned the insulin cartridge compartment of the insulin infusion device and replaced the cartridge his blood glucose returned to his target of 200 mg/dl. Follow up with the pt was performed on (B)(6) 2011. During the follow up, the pt stated that he had not experienced any further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was discarded and not available to be returned for product evaluation.